Manufacturer narrative:
The hill-rom technician found the communication cable was not connected properly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician connected the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report form the account stating the nurse call would not work. The bed was located in room 413 at the account. There was no patient / user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).